Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2011-05264. Reference MFR. Report#: 1627487-2011-05265. The pt rec'd one percutaneous lead and one lead extension on (B)(6) 2011. On (B)(6) 2011 the pt rec'd another lead extension (from the same lot). It was reported that the pt was unable to increase stimulation on programmer. An sjm rep ran a full diagnostic and observed that all contacts had invalid impedance except two contacts which were low. The sjm rep was able to increase stimulation but the pt could not feel any stimulation. The pt is working closely with his doctor for next course of action, which will require surgery.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.